Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Root cause: e-0 strips errors is due to hematocrit shift. (B)(4). Notes: CAPA in progress. Qc investigation eval. Has been completed on 3/06/2017. Manufacturer contacted customer multiple times to ensure that the replacement products resolved the initial concern, on (B)(6) 2017 (follow-up call) customer stated that the replacement product is working fine and did not want assistance with new product.

Event description:
Consumer reported error complaint (e-0) accompanied by symptoms. The customer is concerned with error message and symptoms, reported symptoms of shaking in hands, medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer's expected fasting blood glucose test result range and storage of the product is undisclosed. The test strip lot manufacturer's expiration date is 07/19/2017 and open vial date is over four months. After troubleshooting for error message customer states that strips have been opened for longer than 4 months. Customer was not able to obtain results due to error. The meter memory was not reviewed for previous test result history. Customer was advised to seek medical attention, but customer declined and stated that she just ate so she should be feeling well shortly.

Manufacturer narrative:
Internal report # (B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The customer is concerned with error message and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer reported symptoms of shaking in her hands. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The storage of the product is undisclosed. The test strip lot manufacturer's expiration date is 07/19/2017 and open vial date is over four months ago. The meter memory was not reviewed for previous test result history. After troubleshooting for error messages. Customer states that strips have been opened for longer than 4 months. Customer stated that her hands were shaking and she believes it's from her diabetes. Customer was not able to obtain results due to error. I advised customer to seek medical attention. Customer declined and stated that she just ate so she should be feeling well shortly.